Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes tubes were under filling. This occurred on 10 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: chief medical technologist called to inform on underfilling incidents with bd 367861 that they are currently using in one of their facilities. The phlebotomist used 10 tubes successively in 10 different patients via evacuated system collection, all of which shows same level of underfilling. So they stopped using evacuated method of collection for the meantime and instead is using the syringe system to properly fill the tubes.

Event description:
It was reported that during use with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes tubes were under filling. This occurred on 10 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: chief medical technologist called to inform on underfilling incidents with bd 367861 that they are currently using in one of their facilities. The phlebotomist used 10 tubes successively in 10 different patients via evacuated system collection, all of which shows same level of underfilling. So they stopped using evacuated method of collection for the meantime and instead is using the syringe system to properly fill the tubes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-22. H6: investigation summary: bd received 100 samples and 1 photos from the customer for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 customer samples along with 10 retention samples from bd inventory, were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.